Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the inner diameter of the stent was narrowed at the heavily calcified location of the vessel resulting in the tip catching on the stent during removal; however, this could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal superficial femoral artery (sfa) with mild tortuosity and heavy calcification. The lesion was prepared with a 6 x 150 mm balloon. A 5.5 x 120 mm supera self-expanding stent system (sess) was advanced to the target lesion without resistance. The stent was released under fluoroscopy. The delivery system was attempted to be removed; however, the tip became caught with the stent. The stent remained in the target lesion but elongated distal from the initial lesion into unprepped area; although there was disease in the unprepped area. The stent became elongated by 40%. No post dilatation was performed. The delivery system was ultimately removed without issue. Two unspecified stents were deployed in the ostial sfa to complete the procedure as planned. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.